Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified downstream occlusion error. The cause was determined during a visual inspection to be a failing downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported undetected downstream occlusion, which was not reproduced during evaluation. The cause was determined to be a failing downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant or false downstream occlusion alarm and undetected downstream occlusion during a patient infusion during therapy (medication, dose, programmed amount and delivery rate unknown). The customer double checked the IV line to make sure it was not clamped, reseated the tubing, disconnected from y-site and attempted to infuse open air and the pump was still reading downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.